Event description:
Customer reportedly obtained results of 241 mg/dl and 126 mg/dl within 10 mins on the advantage system. An additional comparison on the customer reportedly produced results of 214 mg/dl and 106 mg/dl within 10 mins on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.